Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted in the pancreas to facilitate a pseudocyst drainage during an endoscopic ultrasound (eus) performed on an unknown date. During the procedure, the physician was unable to deploy the first flange. An additional deployment was attempted to solve the problem, but it was unsuccessful. The procedure was completed by replacing and using another device through the initial puncture site. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy.